Event description:
Customer attempted to place dialysis catheter over a guidewire. Guidewire placed through existing subclavian cvc without issue. Cvc removed and dialysis catheter placed. However, when attempting to remove guidewire, guidewire met resistance and was noted to have sheared mid shaft. Patient required a new stick for dialysis catheter placement. No patient harm reported, although there was a delay to treatment. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled from the proximal weld and has multiple kinks in the guide wire body. The proximal end of the core wire was broken and protruding out of the coil wire. The distal j-bend is misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The exposed proximal core wire tip was rounded, pinched and discolored at the point of separation. Both welds appeared full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The major kinks in the guide wire body were measured at 145, 150, and 261 mm from the distal tip. The broken core wire measured 601 mm in length which is within the specification of 596-604 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.814 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the distal weld was intact. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the proximal weld. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer attempted to place dialysis catheter over a guidewire. Guidewire placed through existing subclavian cvc without issue. Cvc removed and dialysis catheter placed. However, when attempting to remove guidewire, guidewire met resistance and was noted to have sheared mid shaft. Patient required a new stick for dialysis catheter placement. No patient harm reported, although there was a delay to treatment. The patient's condition is reported as fine.